Manufacturer narrative:
One cadd solis vip pump was received with evidence that the pump had been opened. The event log was reviewed and there was a "standard battery became depleted " alarm. The pump was ran in user mode and the battery life test was also run. The reported "battery depleted" issue was duplicated. A battery test was run with aa batteries. The pump alarmed after about 50 minutes for battery depleted. The history log showed it took about 20 minutes for the customer's batteries to drain. Opening the pump revealed corrosion and evidence that the customer had opened the pump. The led flex was torn in two. There was corrosion inside the unit from ingression which caused a board malfunction. The main printed wire assembly (pwa) board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's battery was depleted, the pump would not run and there was an alarm error. The issue was discovered during testing and there was no patient involvement.